Event description:
The pump was returned for investigation. Investigation revealed that the display screen is dim, fading, and discolored. This report is made based on results of investigation completed on 05/21/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2015 with the following findings: investigation revealed that the display screen is dim, fading, and discolored. Unrelated to the display issue, the label on the pump was found to be torn/peeled/illegible. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).